Event description:
Edwards received information that a 2700 23mm bioprosthetic aortic valve was disabled after an implant duration of sixteen years and six months, due to severe aortic stenosis secondary to calcification. A 23mm 9600tfx was successfully implanted inside the failing 23mm valve. Post-tavr echocardiogram showed the tavr valve functioning well with only trace aortic insufficiency. The patient was discharged home on pod #1 in stable condition.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve was disabled after an implant duration of sixteen years and six months, due to severe aortic stenosis secondary to calcification. A 23mm valve was successfully implanted inside the failing 23mm valve. Patient was reported to be stable. This (B)(6) year-old male patient has a history of atrial fibrillation, hypertension.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information of a planned valve-in-valve procedure to treat a 23mm bioprosthetic aortic valve after an implant duration of approximately sixteen years and six months, due to calcification. Echo showed severe aortic stenosis. A transcatheter valve is expected to be implanted. No additional information was provided.